Event description:
I purchased freshlook colorblend contact lenses manufactured by cibavision. At a store called (B)(6). I've used this contact brand for over 7 yr so when I immediately had a reaction. I sensed there was something very wrong. I thought my eyes reaction was a medical problem, so I went to see an eye dr who told me to stay off lenses for a month and prescribed drops. Telling me I had a tear and allergic reaction to the lenses. However, it felt different than a simple allergy. Later I started hearing that others were having reactions to contacts. And when I asked it seemed we had all purchased same brand of lenses. I think there is an overarching situation with this brand or perhaps fake lenses being blended with the real ones.